Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon stated a patient presented with pain post op total hip replacement, and that he wanted to revise an mdm construct to a standard polyethylene liner and a ceramic femoral head. The mdm liner was removed, as well as the 28 mm femoral head with an mdm insert. A 0 degree polyethylene liner was used, as well as v40 to c-taper adaptor sleeve was used to convert the head to a 36 mm biolox c-taper head. Update 15-aug-2018: as reported by rep: "surgeon stated there may have been impingement present which may have been a source for pain". Impingement was between the shell and the stem